Event description:
It was reported that low sensing was observed on the lead. During lead extraction, it was noted that the ICD had migrated dislodging the lead tip.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.